Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, patient reported issues with an convatec inset 23" infusion set where the pitchfork was falling out when disconnecting/reconnecting, causing a high. Blood glucose (bg) of 309 mg/dl. Other sets from the same box worked fine. The patient's bg was corrected by corrective algorithm. Bg was reported to not have been out of range for 90+minutes. No medical intervention required. The patient experienced thirst, "fuzzy" and headache. Agent arranged a replacement shipment.